Event description:
The tip of the sv wire appeared unraveled by its visual appearance when removed from the pt. The pt was male infant, age unk. Target lesion was pulmonary artery. There was no calcification and tortuousity. Rate of stenosis was unk. Access site was femoral artery. The guide wire 503-558x (complaint product) was delivered using angiographic catheter, however, there was difficulty advancing and manipulating the wire through the vessel. It is unk if the wire was pre-shaped. There was large resistance during delivery. There was no unusual torquing or twisting of the device. The wire was not jack-hammered up against the lesion. It is unk if the tip of the wire prolapsed during advancement. A 5fr. Terumo sheath and slalom thrill balloon catheter (cat and lot unk) were used in the procedure. There are no films available.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional info will be submitted within 30 days of receipt.